Manufacturer narrative:
Per information provided from the customer, the device was swapped with another machine when the reported touchscreen failure occurred. There was no philips service performed. The customer repaired the unit in-house. The defective part was scrapped per customer. No further information was provided.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02oct2020.

Event description:
The customer reported the touchscreen does not work. There was patient involvement, but there was no patient or user harm reported.